Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility initially reported a pump with a low flow and high volume. During a follow-up call, it was found that the pump would over-deliver when the pump was set at a low flow rate. This event occurred during biomedical testing. There was no patient injury or medical intervention associated with this event. No additional information is available.